Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device delivered inappropriate shocks and anti-tachycardia pacing (atp). Upon review, the ventricular tachycardia (vt) was falling under the zone of 160bpm and the rhythm at times appeared as a 1 on 1 conduction. The atp delivered accelerated the rhythm. Technical services (ts) recommended further review. This device remains in service. No adverse patient effects were reported.